Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12mar2019. (B)(6). The philips service engineer (se) inspected the device. The se could no duplicate the reported issue. The ventilator was returned to use.

Event description:
It was reported by the international customer that the ventilator could not heat. Additional information about the event has been requested. No patient harm reported. The event date was not specified; estimate used.